Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy (medication, dose, programmed amount and delivery rate unknown). A 250 ml bag had 150 ml left after infusion ¿complete' and they have recorded observations that patients on average spend 15 minut4es longer with an infusion than previously. There was no known patient injury or medical intervention associated with this event. No additional information is available.